Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon noticed bleeding along a staple line. The bleeding was resolved with sutures. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information. The surgeon used the surefrom 60 stapler instrument on the third fire with a blue sureform 60 reload. At that time, the surgeon noted bleeding from the staple line. It was confirmed that the stapler fired without system generator errors, clamping issues, and pauses or compression errors. The surgeon confirmed that the staples were intact within the bowel tissue but noted steady "oozing" bleeding from the formed staple line. As a result of the bleeding, four "figure of eight" v- loc sutures were used to reinforce the staple line. The surgeon approximates the blood loss to be 500cc. The surgeon states the bleeding was immediately noticed and addressed. The other staples lines for the same procedure had been dry, and no bleeding was observed. The surgery was completed robotically with the same stapler with no further issues. Secondary to this, the patient experienced extended hospitalization and received one unit of blood transfusion post-operatively. No other surgical intervention was required. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined as intuitive surgical, inc (isi) has not received any product for failure analysis. If additional information is received, a follow-up MDR will be submitted. Stapler logs show sureform 60 stapler instrument was installed on the system 3x and fired 3 reloads (3 blue). On installs 1 and 3, the first clamp was successful and the firings were completed with no pauses for compression. On install 2, the first clamp was aborted at ~37% completion. The next clamp was successful and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no stapler related errors in the logs.